Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported a patient was connected to a carescape r860 when it was alleged the patient desaturated to 70%. The patient was placed on a different ventilator to proceed with the case. There were no reported patient sequelae.